Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer's blood glucose was 20 mg/dl and customer lost consciousness. Customer was transported to the emergency room (ER) via ambulance. While hospitalized, customer was tested positive for pneumonia; customer could not confirm if pneumonia was related to the reported low bg. Customer was treated with glucose and antibiotics. Customer was transferred to the extended care portion of the hospital. Customer was in stable condition; however, was in a confused/disoriented state at that time. Low bg was resolved and customer was discharged 2-3 days later with no permanent damage. Customer alleged that pump had delivered 24 units of insulin without customer requesting/delivering a bolus. At the time of the report, pump was performing as intended. Although requested, customer could not recall the exact date of hospitalization or further details of the event.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) of 20 mg/dl was not entered into the pump by the user during (B)(6) 2019. Frequent bg values below 54 mg/dl were recorded by continuous glucose monitor (cgm) during (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. A review of the pump logs during (B)(6) 2019 shows no 24 unit boluses. The largest bolus delivered by the pump during (B)(6) 2019 was 16 units on (B)(6) 2019 for 240 grams of carbohydrates. On (B)(6) 2019 at 6:27 am, user requested a 25 unit bolus for 300 grams of carbohydrates without entering current blood glucose (bg). However, user cancelled the bolus prior to delivery. Immediately following, user entered bg values of 25, 25, 75, then 25 mg/dl again, before ultimately exiting the bolus screen and returning to the pump home screen. Review of the pump settings in june 2019 shows user made frequent settings adjustments and switched between different personal profiles several times each day, with programmed basal insulin ranging from 18-120 units per day. User set frequent temporary rates ranging from 0-250% of basal insulin for 15 minutes to 4 hours in duration. User made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). Cartridge change sequence was completed several times during the provided date range. Complaint could not be confirmed. It is possible the user¿s personal profile settings need adjustment. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.